Event description:
The customer reported that the loudspeaker of the avalon fm30 fetal monitor was defective. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the loudspeaker of the avalon fm30 fetal monitor was defective. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.